Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by hardware error. A technical support specialist worked with customer, checked error logs, confirmed the issue related to hardware, and rebooted to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system biometric reader had failed. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.